Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: a review of the black box history revealed data from (B)(6) 2013. The pump history indicated that the last basal delivery was recorded on (B)(6) 2013. No power on resets were indicated in the black box history. The pump alarm history revealed multiple ¿low battery¿ warnings. There was no evidence of damage or moisture ingress noted to the battery compartment during a visual inspection. The battery cap was found to be intact and able to maintain electrical connection. The pump successfully powered ¿on¿ and displayed the ¿verify¿ screen. The pump was exercised for 24hours with no power interruptions or alarms noted. During testing, an external power supply was used to induce a ¿low battery¿ warning and a ¿replace battery¿ alarm; the pump appropriately emitted all alarms and all alarms accurately recorded in the pump history. The pump¿s cover was removed and no intermittent issues were noted to the pcb or to the power flex.

Manufacturer narrative:
(B)(6). The pump was returned to animas on (B)(4) 2013 but investigation is not yet completed. When the device evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the pump lost power and did not provide an alarm to the user. The distributor noted that upon battery insertion there were audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.